Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the shield on the syringe 0.3 ml 30ga 8 mm 7bag 420cas (B)(4) was hard to remove before use, and the hub detached when it was done so with force. The following information was provided by the initial reporter, translated from (B)(6) to english: "the orange shield was hard to remove. When the customer removed it with force, the hub was detached too."

Event description:
It was reported that the shield on the syringe 0.3ml 30ga 8mm 7bag 420cas jp was hard to remove before use, and the hub detached when it was done so with force. The following information was provided by the initial reporter, translated from japanese to english: "the orange shield was hard to remove. When the customer removed it with force, the hub was detached too."

Manufacturer narrative:
Customer returned (1) loose 3/10cc syringe. Customer states that the orange shield was hard to remove and when it was removed, the hub detached. The returned syringe was tested to determine the shield removal force (specs: shield removal force for 3/10cc after sterilization: 0.85-5.95 lbs.). The shield removal force was measured as 2.66 lbs., which falls within specifications. Also, the hub-needle assembly did not separate from the barrel when the shield was removed. Unable to perform DHR check for shield difficult to remove/detach and needle hub separates due to unknown lot number. Root cause cannot be determined at this time as the issue is unconfirmed.